Manufacturer narrative:
Visual inspection of the returned device revealed a tear intersecting outer slit on valve seal. The device did not pass aspiration testing with 10 cc and 60 cc syringes at various flowrates; however, no air bubbles in the flushing line or test syringe was noted. The device also did not pass hemostasis testing, except when there was no dilator inserted during the test; no leakage, dripping or pressure drop was observed. An air pressure test to detect the presence and location of leaks was conducted. The device was gently pressurized with 6 psi at the flushing line luer fitting and the distal tip of the catheter was closed off. The valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region at the tear(s) and valve slits. No bubbles were observed anywhere else on the sheath. Laboratory analysis confirmed the tear in the hemostatic valve seal led to the reported clinical observations of a sheath leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Visual inspection of the returned device revealed a tear intersecting outer slit on valve seal. The device did not pass aspiration testing with 10 cc and 60 cc syringes at various flowrates; however, no air bubbles in the flushing line or test syringe was noted. The device also did not pass hemostasis testing, except when there was no dilator inserted during the test; no leakage, dripping or pressure drop was observed. An air pressure test to detect the presence and location of leaks was conducted. The device was gently pressurized with 6 psi at the flushing line luer fitting and the distal tip of the catheter was closed off. The valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region at the tear(s) and valve slits. No bubbles were observed anywhere else on the sheath. Laboratory analysis confirmed the tear in the hemostatic valve seal led to the reported clinical observations of a sheath leak.

Event description:
A polarsheath was selected to be used in a pvi procedure. While preparing the sheath prior to patient sedation, the nurse first flushed the sheath with saline and then aspirating saline. The side port on the 3 way stopcock was closed for the preparation procedure. When aspirating saline air bubbles were being sucked in and were visible in the syringe. When the nurse closed the hemostatic valve with their finger, there was still air being sucked in. They could hear the air being sucked in by the valve. The dilator hasn't been in the sheath yet at this stage. The procedure was rescheduled.